Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range, high voltage lead impedance values were observed on the rv lead. Programming changes were made. Device remains implanted.